Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer's blood glucose (bg) was 263 mg/dl. Customer observed air bubbles in the tubing. Infusion set and cartridge were changed. Customer delivered a correction bolus to address bg.